Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the cause of the implant not working and something not being hooked up right was due to the ¿side button being pushed and the unit not turning on¿. Actions taken to resolve the implant not working and something not being hooked up right was the patient stated they were going to have an appointment to discuss another implant that won¿t be turned off so easily. They stated that they were hoping to get another implant to resolve the reported issue. It was reported that the patient weight (B)(6) pounds at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated that their implant hasn't been working for a "long time". The patient said that last time she charged the ins was couple weeks ago and said, "it's not that (the charging)" it's that "something isn't hooked up right". The patient wanted someone to come out and check their device. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that her implantable neuro stimulator (ins) as replaced due to being off for a long time in the 2 years she had it and she received an upgraded ins . Patient stated she thought the old ins was charging but when they checked it the ins it was 23%. No patient symptoms or complications were reported in this event.